Manufacturer narrative:
The investigation results of wire separated from hypotube. Analysis of the returned rx cytology brush revealed that the working length including the plastic sheath and the wire was bent and twisted in multiple locations. Sheath length was measured during dimensional check at found to meet specification. Functional evaluation performed and found the device could retract and extend with no resistance or any movement of brush wire that would indicate that wire has separated from the hypotube inside the t-fitting area. Device was dissembled and the broken end of the hypotube was confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, after samples have been taken, the brush was unable to retract back into the sheath. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results: wire separated from hypotube.